Event description:
It was reported during a da vinci-assisted gynecology/oncology procedure there were issues with monopolar port 2 on the erbe. The site explained that energy would not fire and the surgical staff addressed the issue by moving to port 1. Technical support associate (tsa) asked if they tried to move back to port 2 to test after procedure and caller stated no. The tsa reviewed the system logs and noted 25913 errors on the integrated electrosurgical unit (iesu). No further troubleshooting was attempted as the procedure was completed. The customer explained that the surgeon converted the case due to patient anatomy and the conversion was not due to the issue with the system/erbe. There was no reported patient injury or harm. Intuitive surgical, inc. (Isi) completed follow-up and confirmed with robotics coordinator that the procedure was a gynecology/oncology case and not total benign hysterectomy procedure. There was no malfunction with the da vinci xi system, but there was an issue with the erbe. Troubleshooting was performed with technical support, but the issue could not be resolved. The surgical staff did not have issues during set up of the system and they tried adjusting the instruments and drapes, but the issue persisted with the erbe. The surgical staff converted the procedure to open surgery due to the issue with the erbe and was completed with no patient injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed that the bottom monopolar port is inoperable and the integrated electrosurgical unit (iesu) was replaced to address the issue. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed and reproduced the reported issue during in-house testing. The iesu was unable to detect monopolar test instruments on monopolar port 2.